Event description:
After the balloon was used to inflate and open preperitoneal space for procedure, the balloon was deflated, and while attempting to remove the balloon, only the plastic handle came out while the balloon remained inside the abdomen. The balloon was removed without injury and the case proceeded.